Event description:
It was reported this filter was inappropriately placed in a renal vein. Another filter was successfully placed without pt complications. This device remains implanted. Therefore, no failure analysis will be available. It was indicated a pre-placement vena cavogram was not performed prior to filter plamement. Co believes user technique may have contributed to this event. Co's directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer system. This procedure determines caval patency and diameter and is used to evaluate the inferior vena cava for the presence of thrombus and congenital anomalies... Confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter... Do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pulmonary embolism.